Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark user facility and mark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation the presumed cause for clogged nozzle by unknown foreign material could not be specified. The foreign material was not identified. Additionally, there were no deviations from instruction for use and there was no physical damage where the foreign material was found. A definitive root cause was not identified. The device instructions for use states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope air/water supply has clogged nozzle with unknown material. There were no reports of patient involvement.